Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the single use guide sheath kit's guide sheath almost became stuck. The issue occurred during a diagnostic endobronchial ultrasound procedure and was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields. Updated fields: h4 - 11/1/2024. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from customer.